Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that customer experienced high and low blood glucose due to insulin pump over delivering and under delivering insulin. Customer was taken to and emergency room with blood glucose of 500 mg/dl.